Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample and additional information. No additional information was received; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by user facility: "patient had high dose of methotrexate running for approximately 3 hours when this nurse was called into the patient's room because the valve on her portacath tubing was leaking the chemotherapy." No patient injury reported.